Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, the physician could not engage the set screw for the lead pin plug. The device remains in use. No patient complications have been reported as a result of this event.